Event description:
It was reported that the buttons on the insulin pump were not responding; specifically the up arrow button. Devise was not exposed to moisture. Nothing further reported.

Manufacturer narrative:
All of the buttons on the insulin pump functioned properly. No damage was noted on the keypad assembly. However, the lcd keypad connector was unlocked. The insulin pump had cracked end cap, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.